Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A caller reported receiving an unspecified high sensor scan when compared to an unspecified result obtained on an hcp meter. The customer experienced a symptom of seizure however, they were able to self-treat with glucose. It was further reported the customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and provided lucozade (energy drink) as treatment. There was no report of death or permanent injury associated with this event.